Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while walking for about an hour, with the lowest blood glucose reported at 50 mg/dl; the user did not suspend insulin delivery on the ilet prior to the low and was informed that automated insulin suspension occurs at 70 mg/dl. Symptoms included low glucose without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose (gummy snacks) and temporary disconnection from the device until glucose returned to range, with no professional medical intervention and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia in the context of physical activity. It was concluded that the event was consistent with hypoglycemia of unclear cause with successful self-management and no adverse sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.